Manufacturer narrative:
Patient's information, event date, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. PMA/510(k) - not applicable. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), product fractured is experienced.